Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter displayed an "error 5" message. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began on the evening of (B)(6) 2012. The patient manages her diabetes with insulin (type/ amount not specified). The patient reportedly skipped her usual dose of insulin. The patient claims she felt symptoms of shaky and nausea; however, it is not clear if her reported symptoms occurred before or after the alleged issue. The patient ate a cookie and banana nut bread as treatment. The patient obtained a blood glucose result of "53 mg/dl" with another device. At the time of troubleshooting, the cca was not able to walk the patient through a retest to resolve the alleged issue. Replacement products were sent to the patient. This complaint is being reported because, the patient may have developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.